Event description:
It was reported that the customer experienced a low blood glucose event that required medical intervention by paramedics. The customer stated that he programmed a bolus with the intention of eating something, but took a nap and had fallen asleep without having eaten anything. The customer's wife was unable to wake him up, and his blood glucose reading dropped to between 20 and 30 mg/dl. Paramedics were summoned to their home and the customer was treated with glucose tablets. He woke up thereafter and did not require transport to a hospital. The caller was in a hurry and nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.